Event description:
It was reported, spoke to customer who stated when she decided to try new wicks she developed an infection and is currently in the hospital with a foley catheter. She said she does not know if it is related to new wick but stated she never had problem with old wick and this happened after switching. When she returns home she plans on using purewick again with the old wicks and may purchase the portable unit as well. Serial number not requested since she is in the hospital. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: instructions for use wash hands before and after this procedure. If placing or removing this product for another person, wear gloves. Warnings the purewick¿ flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams) do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate/heavy menstruation who cannot use a tampon. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, spoke to customer who stated when she decided to try new wicks she developed an infection and is currently in the hospital with a foley catheter. She said she does not know if it is related to new wick but stated she never had problem with old wick and this happened after switching. When she returns home she plans on using purewick again with the old wicks and may purchase the portable unit as well. Serial number not requested since she is in the hospital. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: a, b, d. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, spoke to customer who stated when she decided to try new wicks she developed an infection and is currently in the hospital with a foley catheter. She said she does not know if it is related to new wick but stated she never had problem with old wick and this happened after switching. When she returns home she plans on using purewick again with the old wicks and may purchase the portable unit as well. Serial number not requested since she is in the hospital. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. It was unknown what medical intervention was provided for infection.